Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but did not observe an active leak. The fse replaced all tubing and pinch valves (lv13, lv14, lv15, and lv8) associated with the draining of the white blood cell (wbc) bath. The fse also replaced the peristaltic pump tubing, cleaned the diluent filters, and verified the waste cup. The fse then replaced the mixing check valves at the wbc bath, the aspiration syringe, and lyse syringe. The fse verified the repairs as per established procedures and no leaks were observed. Although the specific cause of the event is unknown, the fse replaced multiple parts and performed multiple actions to resolve the issue with the wbc bath not draining. (B)(4).

Event description:
The customer reported an overflow from the white blood cell (wbc) bath of the coulter ac*t diff analyzer. The customer did not specify the volume of the leak but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.